Event description:
The company received information that suggested that the patient became short of breath and when the patient was re-intubated an "extra layer of plastic lining" was noted on the alleged defective tube. There was no report of patient harm or change in therapy. The customer stated that they will be returning the product for investigation.